Manufacturer narrative:
Product event summary #(B)(4): performance data collected from the device was received and analyzed. It was noted the first, longest and fastest ventricular high rate episodes have maximum ventricular rates greater than 400 beats per minute. One stored episode dated 2012 (B)(6) had intervals with cycle length less than 100ms indicative of oversensing. The low pacing impedance was 264 ohms with a lead warning on (B)(4) 2012.

Event description:
It was reported a lead warning occurred on the atrial and right ventricular leads due to oversensing. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2011-(B)(6). (B)(4).